Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a hydrothermal ablation procedure in the uterus was performed on (B)(6) 2019. According to the complainant, during the diagnostic hysterectomy, the physician noticed that the patient had bicornuate uterus. Reportedly, during the seal integrity phase, it was noticed that the fluid loss bar was a little bit high but no fluid loss alarm received. The doctor used a second tenaculum or an allis clamp to the cervix to obtain seal and continued the procedure normally. There was no fluid loss alarms and the procedure was completed with the device. A couple of days after the procedure, the patient called the doctor and reported that she was experiencing some irritation. The patient was later on examined and the physician saw a burn under the patient's buttocks. An additional attempt has been made to obtain follow up event details with no response from the clinician.